Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue replaced the broken pressure hose. The stm performed the compressor output test with passing result. The stm completed the pm, calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) would take about 40 seconds to raise pressure to 390 mmhg +- 10 when attempting to calibrate pressure regulator. The compressor output test raised rpm no higher than approximately 900. When dismounted console from hospital cart identified a leak coming from the pressure/vacuum reservoir area. Removed console cover, and identified pressure hose pierced, thus allowing air out. There was no patient involvement and no adverse event was reported.